Event description:
It was reported that two infusion sets did not deploy correctly, and replacement infusion sets and connectors were shipped with education provided. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue involved the infusion set component; the medical device problem corresponded to an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.